Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping with an overheat error. The iabp was replaced immediately and treatment continued for three weeks. No patient harm, serious injury or adverse event was reported. The patient was treated with ECMO, iabp, occasionally vt, and pvc frequently.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping with an overheat error. The iabp was replaced immediately and treatment continued for three weeks. No patient harm, serious injury or adverse event was reported. The patient was treated with ECMO, iabp, occasionally vt, and pvc frequently. It was also reported that the oxygenator was noted to be replaced three times.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse noted that the scroll compressor was required to be replaced due to usage hours, so it was replaced. The filter muffler, tidal volume disk and lithium ion batteries were also replaced. The fse then performed a preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The scroll compressor was requested to be returned to the national repair center for failure investigation. A supplemental report will be submitted when additional pertinent information is provided to us.

Manufacturer narrative:
The suspected faulty scroll compressor was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and no visual damage was observed. The customer did not send back their temperature sensor with the compressor so that could not be tested. The technician then installed the scroll compressor along with the repair center's temperature sensor into the cardiosave test fixture and tested it to factory specifications per the cardiosave service manual and it passed the testing. The compressor was tested with the following: a cardiosave trainer set to ventricular tachycardia. Two depleted batteries, and a 40cc balloon. The test lasted for a total of 77 hours of run time. It passed the testing. The nrc could not verify the reported failure of over temperature, no trouble was found. The scroll compressor is being retained in the nrc per procedure. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping with an overheat error. The iabp was replaced immediately and treatment continued for three weeks. No patient harm, serious injury or adverse event was reported. The patient was treated with ECMO, iabp, occasionally vt, and pvc frequently. It was also reported that the oxygenator was noted to be replaced three times.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping with an overheat error. The iabp was replaced immediately and treatment continued for three weeks. No patient harm, serious injury or adverse event was reported. The patient was treated with ECMO, iabp, occasionally vt, and pvc frequently.